Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs on the day of the reported event indicated that the device charged and delivered appropriate energy that was within specification for the measured patient impedance. It is noteworthy to mention the clinical data was not available for review as part of the investigation. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to cardiovert a patient (age & gender unknown) after four shocks were delivered to the patient. The complainant indicated the clinician changed the device and administered one shock to the patient which resulted in cardioversion. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch number 1220908-2017-00852 for a similar report involving the same device.